Manufacturer narrative:
The insulin pump had no button response due to a flattened act button dome switch. No cosmetic damage was noted. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump act button took several presses to respond. The customer did not know the blood glucose reading and did not recall any significant event leading to the issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.